Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 035 was returned for evaluation. During functional testing, an in-house presto inflation device was used to inflate the balloon, and water was noted streaming from the distal tip of the balloon. After microscopic examination, damage was noted to the inner guidewire lumen near the proximal marker band, and a hole was also noted to the inner guidewire lumen. No other functional testing was performed. Therefore, the investigation is unconfirmed for the reported balloon rupture as no rupture was seen in the balloon. However, the investigation is confirmed for the identified hole and material deformation as hole was noted to the inner guidewire lumen and guidewire lumen was damaged. A definitive root cause for the reported balloon rupture, identified hole and material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 10 atm and the contrast escaped. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 10 atm and the contrast escaped. The procedure was completed using another device. There was no reported patient injury.